Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user became lost in the press-and-hold sequence and required assistance to return to the change cartridge and tubing steps; afterward the ilet prompted to connect cgm or enter blood glucose, and support assisted with dexcom g7 pairing and manual bg entry while waiting, but the g7 did not provide data and the user later reported continued absence of readings, electing to replace the sensor with family assistance, after which pairing to the ilet was confirmed. Symptoms included hyperglycemia, with a highest reported blood glucose of 341 mg/dl and readings above 180 mg/dl for approximately two hours, with device alerts for readings above 300 mg/dl and no ketone testing, back-up therapy, professional intervention, or need for assistance beyond operational support. Outcomes included no reported acute health effects and no medical treatment or hospitalization. Investigation included remote troubleshooting, education on sensor pairing, and follow-up calls to confirm cgm connectivity status. Investigation of this case revealed a failure of cgm data transmission to the ilet following sensor pairing that was resolved after sensor replacement and successful pairing, with no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and cgm sensor connectivity issues.